Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2012-05290, 05291. The patient had an ipg, two leads (from the same lot), and two anchors (from the same lot). It was reported the patient was diagnosed with an infection. It was also reported the patient was admitted to the hospital and the scs system was explanted.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.